Event description:
In 2008, the sales rep reported that during inspection of the kit, it was noticed that the tip of the bone awl was chipped. Add'l info received on 26 may 2008 via telephone, the sales rep reported that during cleaning process and inspection of the kit, it was noticed then that the tip was chipped. There was no report of pt contact.

Manufacturer narrative:
Product is an instrument and is not implantable. Eval is pending the returned part.